Event description:
Healthcare professional reported "inflammatory process in the right breast for 2 weeks that ceased with treatment". Healthcare professional later reported "breast was swollen and painful". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5.

Event description:
Healthcare professional reported right side "inflammatory process," "that ceased with treatment." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of inflammation is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammatory process.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6.

Event description:
Treatment reported as "profenid for 5 days, prednisone".